Event description:
Pump reported as intermittently stops after it has been running. Per biomed, this pump was considered a silent shutdown. The pump was being usedin anesthesia and the anesthetist did replace the pump for the pt without event. No pt issues were reported. No add'l info is available.